Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for an intra-operative event in which the plan was to use mdm, but when trailed the hip dislocated so the mdm liner was removed and a constrained insert was used instead.